Manufacturer narrative:
It was reported by the perfusionist that the patient has been transplanted. No additional information will be made available from the site. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 30 high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high-power event can be attributed to external factors such as thrombus formation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, and related comorbidities. There is patient, procedural and pharmacological factors that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient came to the hospital with high watts. It was also stated that the patient received lysis therapy. It was further stated that the patient remained hospitalized. No additional information available.